Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6)2016 with the following findings: investigation revealed a cracked battery compartment below the grip pad to the case seal. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a cracked battery compartment below the grip pad to the case seal. There was no reported adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(6)2016.